Manufacturer narrative:
(B)(4). The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that while steering the clip delivery system (cds), the device curved several times, which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was prepped for use, and it was noted that while unlocking the clip, the sleeve was bending more than unusual, approximately 30-40 degrees. The cds was advanced with the handle from the left atrium to the left ventricle, but while advancing, the cds curved several times, and it was not possible to reach a good position for grasping. The m-knob and p-knob were used several times, but the device continued to curve. The cds was removed and replaced. Two clips were implanted, reducing the mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) was returned and investigated. The reported difficulty positioning issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and the confirmed difficulty positioning appears to be related to an identified bent actuator mandrel and subsequent delivery catheter (dc) shaft bend. A definitive cause for the observed actuator mandrel bend could not be determined. It is possible that there were procedural interactions (e.g. Unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.